Event description:
After 6+ years of implantation, this lead was explanted because of an infection. Note: the pacemaker that was attached to this lead was also removed and reported on an MDR.

Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. The records showed that the device was manufactured, sterilized and released according to applicable standard operating procedures.